Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse reported the oxygen flow sensor and air/exhalation flow sensor were replaced to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.